Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital reported that after approx 2 months of support on the lvad, the pt's pump was exchanged with another MFR's lvad due to suspected thrombus. Further clarification from the hospital indicated that the pump was not exchanged due to hemolysis or thrombus, but because the pt had right heart failure and was exchanged to a biventricular device.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.